Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that left ventricular lead exhibited high thresholds due to micro dislodgement. The device was reprogrammed.